Manufacturer narrative:
One opened and used reservoir and transfer guard were inspected and a pre-fill reservoir test was performed. The reservoir failed per inspection and the transfer guard needle was found loose. It could not be confirmed that the customer received the needle damaged as the product was returned opened and used.

Event description:
The customer reported that the reservoir was not allowing her to put insulin into it or exit. Prior to the event, the patient stated that the transfer guard had some latch. She stated her blood glucose level was caused by the food she ate. She treated herself with a bolus. The customer stated she got a new reservoir and everything worked just fine. The current blood glucose reading is 282 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.